Event description:
A falsely elevated troponin I result of 3.77 ng/ml was obtained on a patient sample. The result was not reported to the physician. The same sample was rerun on an alternate methodology and a result of 0.02 ng/ml was obtained. Patient treatment was not presribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I resutl. The most likely cause for this event was pre-analytical sample handling issues.